Event description:
(B)(4). In the (B)(6) 2009 I began experiencing intermittent abdominal pain and cramping with severe bleeding during menstral cycles. In (B)(6) 2010 I began experiencing severe pain in the joints of my hands, wrists, feet, ankles, and hips. Additionally, I experienced extreme fatigue, difficulty concentrating, hair loss, weight gain, and extreme photosensitivity with resulting flu line symptoms of high fevers and vomiting. In (B)(6) 2010 I was diagnosed with sle lupus and sjogren's syndrome after multiple blood tests. Because I was never advised about the materials used to make the essure device, I did not make the connection or the timing of my symptoms until (B)(6) 2017, when I was doing some reading about autoimmune responses.